Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qmmdjr/sxpp1a40012 and no non-conformances related to the reported complaint condition were identified. Summary: actual sample: visual analysis of the returned product revealed that one opened sample product code sxpp1a400 was received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the needle was observed with body fluids, marks due to use and deformed of the original curvature. The suture was to be damaged at the surface, body fluids and the barbs were to be damaged at the tips. In addition, the end was observed cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code sxpp1a400 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Photo: visual analysis of the individual image received for evaluation determined a plastic bag with an open foil package with product code sxpp1a400. Image is not clear to determine failure mode or reported condition. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 2360 ¿g/m.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the barbed suture was used. The barbed suture broke when sewing. Another like suture was used to complete the procedure., there were no patient consequences. No further information is available.